Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was a keypad failure on the pc unit and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action h3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was a keypad failure on the pc unit and needed to be replaced. There was no patient involvement.